Event description:
It was reported that moisture might have affected one of the electrodes. The patient fell a lot and was very groggy and "just out of it" from anesthesia. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a40, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted, product type: extension, product ID 7482a40, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted, product type: extension, product ID 7438, lot#, serial# (B)(4), product type: programmer, patient product ID: 37642, lot#, serial# (B)(4), product type: programmer, patient product ID: 3387s-40, lot# v187428, serial#, implanted: 2009 (B)(6), explanted, product type: lead, product ID 3387s-40, lot# v187428, serial#, implanted: 2009 (B)(6), explanted, product type: lead. (B)(4).